Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was reproduced. The pump powering off without user input was confirmed and was determined caused by a failed motor. The failed motor was replaced.

Event description:
It was determined that a spectrum pump was powering off without user input. It was also reported that there was no pt injury.